Event description:
It was reported that the patient presented to the emergency room due to receiving a shock. It was also reported that the right ventricular (rv) lead had increased impedance, high impedance, and noise. The device was also noted to have noise. The rv lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer tuving overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) the device was returned, analyzed and no anomalies were found.